Manufacturer narrative:
The board was returned to the manufacturer for further investigation. During the evaluation the reported failure could be confirmed. It was found that the heating element broke through and caused the contact x41 to smolder. This caused the reported failure however as the heating elements were not returned a specific root cause could not be determined.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a heating issue caused by a faulty connection on the ac mains board. The technician replaced the board and the heating elements and subsequent functional verification testing was completed without further issues. The unit was returned to service. The defective part has been requested for return to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes during priming. There was no patient involvement.